Manufacturer narrative:
(B)(4).

Event description:
Reports inaccurate cgm values.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction is required for b2. B2: outcomes attributed to adverse event - correction - remove check-mark for required intervention to prevent permanent impairment/damage (devices) due to incorrect entry. G3: date received by manufacturer - additional information. H2: if follow-up, what type - correction.

Event description:
Subsequent to the initial MDR, a correction is required. B2 project.